Event description:
The surgeon had difficulty with the t 1 and t2 anchors deploying at the same time. The surgeon elected to leave both t's (t1 and t2) inside the joint and tied the loose fast-fix implant down with a second fast-fix implant. The surgeon reported that the case was completed successfully.